Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation (flared stent struts) was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during a procedure a perforation occurred which required a graftmaster stent. The 2.8 x 16 mm graftmaster was advanced, but failed to cross due to interaction with the anatomy. The graftmaster was withdrawn from the patient anatomy and it was noted that the stent struts were flared. A new graftmaster was used to complete the procedure. No additional information was provided.